Event description:
It was reported that during a shoulder arthroscopy the super turbo vac tip was broken. The procedure was successfully completed without a significant delay using a back up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions visual inspection under magnification of the wand shows extensive erosion on the screen/electrode with contamination/discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. Prior to the functional testing the resistance of the r2 was measured to be 908ohms during functional evaluation the device was connected to a compatible quantum2 controller and excites plasma on the remaining part of the screen/electrode. No error occurred. The suction line was tested and performed as intended. The complaint was confirmed as the device had extensive erosion of the screen.the root cause could not be determined with certainty. Factors, which may have contributed to the complaint event include: (1)rate of ablation (2) power settings (3)prolonged use against dense or bony surfaces (4) suction rate and depth/amount of pressure on the tissue ablation (5)fluid management. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3, h6: the device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: 1. The device coming into abrupt contact with a hard (metallic) object. 2. Improper insertion or removal from an apparatus. 3. Use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment. 4. This device is single use and should not be reused. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.